Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0096 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when the catheter was inserted, the micro-introduction sheath was found split in the proximal end, leading to the failure of the catheter placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed. One 4.5 fr microez microintroducer was returned for evaluation. Blood residue was visible on the dilator and sheath. Microscopic observation of the sheath tip revealed a longitudinal split and a second point of deformation near the split. The split edges are straight and even. The deformed region appears to be bunched inwards. The deformation damage may have occurred due to advancement against resistance; however, the presence of a split may have also been a contributing factor. Based on the information provided, possible contributing factors include material damage and advancement against resistance. Damage during the manufacturing process may also be a potential root cause/contributor to the observed split at sheath tip, but also the characteristics of the raw material and the storage conditions out of bd controls. Since a split in the sheath was observed, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the alleged event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the catheter was inserted, the micro-introduction sheath was found split in the proximal end, leading to the failure of the catheter placement.